Event description:
It was reported that the patient was taken to the emergency room (ER) for severe hyperglycemia in may 2026 while wearing the pod on their abdomen for an unspecified duration. The patient reported that the sensor displayed high glucose readings and their blood glucose level rose to 500 mg/dl, leading to losing consciousness while at work and being transported to the ER by ambulance. Additionally, the patient noted the pod¿s cannula was dislodged and bent. Treatments during hospitalization included intravenous (IV) fluids and insulin with a diagnosis of hyperglycemia. The patient was released from the ER later the same day after approximately 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.